Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller by providing pump reset information and helping to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and contact technical support if the issue reappeared.